Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A3dr01 implantable pulse generator 2013-(B)(6), 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with a complaint of chest pain. The patient was vomiting and had an unstable blood pressure. Cardiac tamponade was suspected and a drain was performed which stabilized the patient¿s condition. During the follow-up examination, a review of the chest images showed the atrial lead was positioned nearer to the outflow and it was suspected of the damage. The atrial lead remains in use. No further patient complications have been reported as a result of this event.